Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated and pressures could not be traced. The iab pump was replaced and the pressures still could not be traced; the central lumen was used to trace the pressures. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: weight added. Health professional? Changed to yes. Occupation changed to nurse.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated and pressures could not be traced. The iab pump was replaced and the pressures still could not be traced; the central lumen was used to trace the pressures. There was no reported injury to the patient.